Event description:
It was reported by the customer that during a lower wisdom tooth extraction the bur guard that was being used suddenly shriveled up like a coil and caused a minor burn to the pt's lower lip. There is no scarring expected and the pt was expected to make a full recovery.

Manufacturer narrative:
As of 08/24/2009, the bur guard has not been returned for eval. No conclusion can be drawn.